Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached from the part of the cannula while changing the infusion set. The site location was the patient's abdomen, and the pump was attached to her shorts. The infusion had been used for less than one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body.

Event description:
On 25-oct-2022 ss: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. On 15-may-2022, it was reported that the patient's infusion set's tubing had detached from the part of the cannula while changing the infusion set. The site location was the patient's abdomen, and the pump was attached to her shorts. The infusion had been used for less than one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.